Event description:
It was reported that a vns patient was experiencing pain at the generator site. After seeing the physician the patient was advised to take ibuprofen, which helped the pain. No trauma or abnormal activity precipitated the pain event. The patient was advised to visit the surgeon for further investigation of the pain. Clinic notes were later received for a generator replacement referral, and the physician is also concerned regarding the persistence of the pain around the generator site. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the provider indicated that the referral for surgery was for better seizure control unrelated to pain.

Manufacturer narrative:
Device evaluation is not necessary as site. Pain is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's generator was replaced. No further relevant information was received to date.